Manufacturer narrative:
Unsuccessful valve replacement: device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful valve replacement. Information learned from implant patient registry and from the operative report.